Event description:
It was reported to philips that the system was down due to low load fluoroscopy flavor was selected, which could impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. Philips has completed a good faith effort to get further information regarding procedure outcome. However, the customer has not provided the requested information. The philips remote service engineer (rse) analyzed the system remotely and found that the cooling unit had a low fluid level. A review of system log files confirmed the reported issue. The biomed confirmed the low fluid level and refilled the cooling unit, restoring normal system functionality. After refilling the cooling unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.